Event description:
During evaluation of a minicap extended life pd transfer set, damage was observed in the main body near the notch and the occlude feet were broken which resulted in a leak. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye and magnification noted damage in the light blue main body near notch area and occlude feet were broken. Leak testing and clear passage testing noted no leak. During clamp functioning testing a leak was observed when the clamp was closed. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.